Manufacturer narrative:
The cobas e 411 analyzer (disk system) serial numbers were (B)(6). Calibration and qc were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable reactive elecsys hiv combi pt result from two cobas e 411 analyzers (disk system) for five patients. Please see the attachment for the patient results.

Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. The elecsys hiv combi pt assay performs within specification. A field service engineer (fse) inspected the instrument, performed maintenance, and exchanged the pinch valve. The investigation determined that the service action resolved the issue.